Event description:
Customer's nurse stated that customer was having high bgs. Customer disconnected and attempted to prime the pump but the insulin was not exiting. Also, the drive arms were able to move in the locked position. Device was not dropped, bumped, or exposed to moisture.